Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection: the two modular captures were returned and observed to worn with signs of significant cyclic use. The distal surface of both captures showed abrasion damage due to contact with the saw blade. Dimensional inspection: not performed as the devices passed the functional inspection. Functional inspection: the modular captures were functionally tested with the mis resection guide, catalog: 6541-5-704, lot: sb6w98 verified to be dimensionally acceptable per pi. The captures were assembled to the guide and confirmed to be fully functional. The event could not duplicated or repeated. The reported event could not be duplicated or repeated. The investigation concluded the returned devices to be fully functional. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
The mobile captures came off from the femoral cutting guide during cutting the bone in the medical procedure.

Event description:
The mobile captures came off from the femoral cutting guide during cutting the bone in the medical procedure.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.